Manufacturer narrative:
The cause is attributed to a pinhole in the tubing at vl19 (back wash probe). Bec internal identification number is (B)(4).

Event description:
The customer reported a clenz and diluent leak coming from the rear of beckman coulter coulter lh 750 slidemaker instrument. The volume of the leak was unknown. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / exposure control plan is in place. The field service engineer replaced tubing with a pinhole at vl19 (back was probe) to address the leak. Instrument operation was tested and was acceptable. The tubing at valve (vl19) provides pressurized (30 psi) diluent at the rinse block to rinse the dispense probe. There may be a presence of diluent, blood or clenz at the rinse block and dispense probe.